Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was unable to send exams automatically to navigation system. Issue was resolved by sending the exams manually. The procedure was completed with the use of imaging. There was delay of less than 1 hour. No impact on patient outcome.